Manufacturer narrative:
E1; reporter email was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that implantable ventricular assist device (vad) treatment is an effective therapy for severe heart failure. However, its efficacy was reported to be low and the incidence of complications high in conditions such as hypertrophic cardiomyopathy and restrictive cardiomyopathy (rcm), where the left ventricular cavity was small. Recently, the effectiveness of vad implantation via left atrial drainage through the atrial septum has been reported for these disease groups, and we present our case. The patient was a 13-year-old boy, weighing 32.3 kg, with a body surface area (bsa) of 1.14 m². The patient experienced shortness of breath and easy fatigue during exertion since around the age of 9, and was diagnosed with rcm at the age of 11 during an examination for lower leg edema. At the age of 12, they developed protein-losing enteropathy and was deemed eligible for heart transplantation. They repeatedly required hospitalization for heart failure and albumin supplementation therapy, and became dependent on milrinone, leading to the decision for vad treatment (intermacs profile 3). Preoperative echocardiography showed a narrow left ventricular cavity with lvdd/ds 32/21 mm and severe tricuspid regurgitation. Both atria were significantly enlarged. Preoperative albumin level was 2.2 g/dl. Cardiac catheterization revealed significant congestion with lvedp 25 mmhg and cvp 13 mmhg, but left ventricular contractility was preserved. Preoperative CT with cad modeling confirmed the feasibility of heartmate 3 (hm3) placement. During the implantation surgery, a 20 mm ringed gore-tex artificial blood vessel was attached to the hm3 inflow cannula to create a left atrial drainage conduit (length 4 cm). After median sternotomy, establishment of cardiopulmonary bypass, and cardiac arrest, the right atrium was opened. After tricuspid annuloplasty using a physio tricuspid ring, the fossa ovalis was completely excised. Following closure of the left atrial appendage, the left atrial drainage conduit was anastomosed to the atrial septal opening, and the right atrial wall was sutured to the conduit side wall, closing the right atrium. The hm3 pump was placed in the right thoracic cavity and fixed to the ribs. The trimmed outflow graft (length approximately 5 cm) was anastomosed to the ascending aorta. After pump activation, a flow rate of over 2.5 l/min was achieved, and the pulse pressure from the native heart was favorable. The patient was extubated on the day of surgery and discharged from the ICU on postoperative day 7. A mild subdural hematoma was observed on postoperative day 10 but improved with conservative treatment. Right pleural effusion was noted and drained once. The albumin level improved to 4.5 g/dl at discharge. The patient was discharged home on postoperative day 71 and was currently awaiting heart transplantation at home.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line (B)(6).

Event description:
It was reported that the patient developed a neurological dysfunction, subdural hemorrhage. The neuropathy was classified as more than 24 hours. The hemorrhage occurred in the left subdural brain. Computed tomography was performed. The clinical event was determined to be a brain stroke with symptoms of headache and paresthesia of the right upper limb. At the time of the event. The patient was on anticoagulant therapy of warfarin and aspirin. No surgical or medication treatment was performed. The cause of the neuropathy was that the patient had been administered with warfarin and their international normalized ratio (inr) was shorter than the target range. The neuropathy and the device were not thought to be related as the event considered to occur due to prolonged inr.